Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient a = 0.108 ng/ml; patient b = 0.061 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the samples for the affected patients (repeat of patient a is < 0.012 ng/ml; repeat of patient b = 0.014 ng/ml). The affected patient results were not reported to a clinician. There was no report of patient harm as a result of this event. This report is number one of 2 MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Although service actions were performed during the investigation, pre-service vitros eci system performance test results indicated that the system was performing as expected. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing cannot be ruled out as a contributing factor. Additionally, a reagent and/or an equipment related issue cannot be completely ruled out as contributing to the event.